Manufacturer narrative:
The pump was received with operating currents within specifications. The pump passed the self test, unexpected restart error, displacement and basic occlusion tests. Unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion, delivery accuracy or excessive no delivery tests due to the prime anomaly. The pump was received with intermittent buttons due to an unlocked lcd keypad connector. The pump was received with a cracked case at the display window corners and display window. The pump had minor scratches on the display window and case. The pump also had a stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 640 to 670 mg/dl in the hospital. Customer stated that the up button was not working. Customer stated that the time was advancing. The insulin pump will be return for analysis.